Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. The easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that the patient was went into diabetic ketoacidosis (dka) while wearing the pod and was admitted to the hospital from (B)(6) 2018. His blood glucose had read high (>500mg/dl) on the day of his admission, and was above 600mg/dl in the hospital. The patient stated that the pod was working as it should, but his body was not absorbing insulin. He was monitoring his levels and gave corrections, as needed. He stated there was no carbohydrate intake and he was not eating until finally seeking outside medical attention. Treatment included IV therapy and medication (of which, no details were provided). The patient stated that the dka was not related to any issue with the pod, but rather due to his own errors; he does not blame the pod or believe it was at fault. He had a difficult time recalling the events prior to being admitted for dka. The patient saw his endocrinologist on (B)(6) 2018 for setting adjustments (basal and bolus).